Event description:
It was reported via (B)(4) that a pt underwent a novasure endometrial ablation sometime in 2014. Subsequent to the procedure the pt reported "when I returned to the hospital I was told that I have blood clots in my lungs and my uterus was perforated. I also have a fistula and have to have surgery for my removal of my uterus and colon". We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complaint. (B)(4).